Event description:
A patient with diagnosis of autoimmune hemolytic anemia, weight 185 lb, height 5ft. 6in. Received a third prosorba column treatment on 10/7/1997 with complications reported during treatment. That evening around 8pm she called her physician complaining of extreme dyspnea. The physician instructed her to go to the ER where she received oxygen and x-rays were performed. By 1am, 10/8/97, she was admitted to the ICU where she began complaining of chest pain. Oxygen was continued and heparin was started. She also received k+ for hypokalemia. Her diagnosis was pulmonary embolism. She was hospitalized for 6 days and discharged home on coumadin. She is experiencing no residual symptoms. In reviewing her history, the doctor found that the patient experienced a pulmonary embolism approximately 1 year ago. The patient should not have received treatment per the device package insert; "use of this device is contraindicated in those pts with pre-existing abnormalities of the coagulation system in which activation of the coagulation system may cause a thrombotic event." At the time of the first pulmonary embolism, the patient was treated with heparin and coumadin. The pt was not on coumadin at the time she presented for prosorba column treatment.